Event description:
Administered insulin with a u-100 1ml insulin syringe with a 29g x 1.5" needle. The nurse injected the resident with insulin and after completion of the dose. Applied pressure to the plunger of the syringe to activate the needle retracting mechanism. The nurse was not aware that the retraction mechanism failed to function. The nurse sustained a needle stick.